Event description:
During a liposuction procedure of the flanks, the tip of a cannula fractured, resulting in a minor procedural delay. The procedure was completed using a different cannula, and no patient injury or adverse clinical outcome occurred. The cannula, manufactured on 7/26/2012 (over 13 years old at the time of the event), was returned for evaluation. Inspection revealed significant wear consistent with prolonged use and a clean fracture at the basket-style tip. Device history records confirmed that all manufacturing and inspection steps were completed and accepted with no nonconformances. Based on the bend orientation, fracture characteristics, and device condition, the most probable cause is mechanical stress from contact with a hard surface during use, compounded by age-related material fatigue. No manufacturing defect was identified.